Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was utilized in an intragastric balloon implant procedure on (B)(6) 2023. On (B)(6) 2024, patient presented with pain and had an emergency surgery to remove the balloon as it had gone into the intestine, the gatekeeper valve and bowel. On (B)(6) 2024, patient was readmitted to the hospital for an undisclosed reason. The procedure outcome is unknown. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code a010402 captures the reportable event of migration. Imdrf code e2328 captures the reportable event of obstruction / occlusion. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f19 captures the reportable event of surgical intervention. Correction block b5 describe event or problem block h6 device codes.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was utilized in an intragastric balloon implant procedure on (B)(6) 2023. On (B)(6) 2024, patient presented with pain and had an emergency surgery to remove the balloon as it had gone into the intestine, the gatekeeper valve and bowel. The procedure outcome is unknown. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code a010402 captures the reportable event of migration. Imdrf code e2328 captures the reportable event of obstruction / occlusion. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f19 captures the reportable event of surgical intervention. Device evaluation device was not returned for analysis. A labeling review was performed and the instructions for use (IFU) confirmed that the following adverse events are anticipated in the IFU: balloon deflated, balloon migration and pain. A device history review confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Evaluation conclusion the device was not returned for analysis. For the reported balloon deflated, balloon migration and pain these adverse events are known and documented in the labeling. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."